Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the reported elevated metal ion levels (no lab values provided) with no other clinical findings, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
A2, b5, b7, d1, d4, h3, h6: it was reported that, after undergoing right bhr hip resurfacing on 26-feb-2018 due to osteoarthritis, the patient experienced pain, elevated chromium and cobalt levels, metal-on metal-squeaking, as well as increased risk of adverse effects from systemic metal toxicity. Blood tests confirmed high metal levels (cobalt =8.8 g/l; chromium =13.0 g/l). An MRI revealed that the patient presented a pseudotumor and superimposed bursitis. This adverse event was treated with a revision surgery on 07-may-2020, in which both bhr components were explanted and replaced with a competitor's tha system (biomet). The patient's outcome is unknown. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and right hip fluid collection, may be consistent with a reaction to metal debris. However, the source and the clinical root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. The patient impact beyond the revision and postop convalescence period cannot be determined with the information provided. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after undergoing right bhr hip resurfacing on 26-feb-2018 due to osteoarthritis, the patient experienced pain, elevated chromium and cobalt levels, metal-on metal-squeaking, as well as increased risk of adverse effects from systemic metal toxicity. Blood tests confirmed high metal levels (cobalt =8.8 g/l; chromium =13.0 g/l). An MRI revealed that the patient presented a pseudotumor and superimposed bursitis. This adverse event was treated with a revision surgery on 07-may-2020, in which both bhr components were explanted and replaced with a competitor's tha system (biomet). The patient's outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal mdl: it was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to pain, elevated chromium and cobalt levels, metal on metal squeaking, as well as increased risk of adverse effects from systemic metal toxicity and metal toxicity impact/ destruction local to the bhr device. The patient outcome is unknown.